Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent implantable pulse generator (ipg) revision procedure due to an unknown reason. No further information has been obtained.

Event description:
It was reported that the patient underwent implantable pulse generator (ipg) revision procedure due to an unknown reason. No further information has been obtained. Additional information has been received that patient did not go through with his battery replacement.